Manufacturer narrative:
Conmed received the damaged microfracture awl, 90 degrees for evaluation on (B)(6) 2014 and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip of the awl had broken off and the broken portion was not returned. This device was manufactured on 06-jun-2014. A review of the complaint history showed there were no other complaints received for this item and lot number combination. This microfracture awl, 90 degrees is a reusable device intended to trephenate cartilage and tissue such as meniscus and is not intended for bone. In this instance, the exact cause of the tip breakage was unable to be determined. However, based on available information and the damaged condition of the returned instrument revealed that the most likely cause of this failure is user-related associated with side loading and excessive force applied to the tip during use and/or off-label use on bone. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) for this device provides the following precautions: - inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - exercise care in the use of the device to minimize side or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage. An education letter will be sent to the customer with the evaluation results and to highlight some important differences in the usage of the light and heavy microfracture awls.

Event description:
The customer reported that during use of this microfracture awl, 90 degrees in a hip arthroscopic procedure on (B)(6) 2014, the tip of the awl broke off in the surgical site. As reported, the tip breakage occurred when the surgeon was attempting to microfracture bone during the procedure. The broken tip was easily grasped and retrieved. The surgery went on and completed as intended with no further complications, patient injury or surgical delay. The patient was discharged as per routine procedure and is having a normal recovery for this type of surgery. Further information received from the user facility via the distributor indicated that patient's demographic information could not be obtained due to the patient privacy laws in (B)(4).